Manufacturer narrative:
Additional narrative: serial number originally reported as no information has been updated to (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: the serial number was unknown. Therefore, the brand name, common device name, device product code, the manufacturing location, manufacturing date and 510k number were unknown the manufacturing location was unknown. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an orthognathic procedure, it was discovered that the pen drive device would not work at all when connected to power. It was also reported that there was noise and it wanted to work but nothing would happen. There was a 10 minute delay to the planned surgical procedure and a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention, or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.